Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition due to lead impairment. The technical services (ts) discussed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).